Manufacturer narrative:
(B)(4). Approximate age of device ¿ 37 days. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on (B)(6) 2015 with generalized weakness, shortness of breath, and complaints of mild abdominal discomfort for the previous 3 days. The patient reported he had black stools 2-3 days prior to admission, but had not had a bowel movement in the past 36 hours. The patient transfused with 2 units of packed red blood cells. An esophagogastroduodenoscopy revealed a single bleeding angioectasia in the duodenum/proximal jejunum which was treated with thermal therapy. The patient's gi bleeding reportedly resolved and the patient was discharged on (B)(6) 2015.